Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device(s) has been returned for evaluation; the evaluation identified leak and flexural fatigue damage. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10:g4 h11: h6 (device code, results and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implanted port allegedly experienced a fluid leak. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a male and the age and weight were not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implanted port allegedly experienced a fluid leak. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a male and the age and weight were not provided.